Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door hard to close symptom by confirming and reproducing door not fully latched messages while attempting to load a set. The messages were found to be caused by loose mechanical mounting screws that mount the pumping mechanism into the case, which allowed separation between front case and mechanical assembly resulting in excessive force to close door causing the reported symptom. The mechanical assembly was replaced.

Event description:
It was reported that the spectrum pump's door is hard to close. Any patient involvement, injury or medical intervention is unknown.